Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and had a constant itching at the implantable pulse generator (ipg) site. It was also stated that the patient was having difficulty charging and connecting to the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.